Event description:
Customer reports to sales rep that patient had lumbar lamenectomy with bak cage on 1/22/99. Patient returned to facility on 2/22/99 for incision and drainage of wound infection. There are no further reports of adverse consequences related to this event.